Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was recommended for replacement to resolve the issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing a loss of manual ventilation during a case. There was no report of patient injury.